Manufacturer narrative:
(B)(4). (B)(6) 2016. The site indicated that the device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.

Event description:
The customer reported that during an orthopedic, hip replacement, procedure the surgeon stated that the sponges rip and leave particles. There was no delay in the case and no patient injury occurred.